Manufacturer narrative:
The devices have not been returned to solventum for analysis. Solventum is unable to determine root cause without the samples. Based on the problem description and photo provided, a likely cause is luer connection leaks. Luer connection leaks can be caused by over-tightening, failure to tighten luer connections, crossthreading of luer connection, and over pressurization of the ranger system. A review of the batch record showed this lot met all specification for product release and no deviations were found that could have caused or contributed to the reported malfunction. Solventum will continue to monitor.

Event description:
It was reported 3m¿ ranger¿ blood/fluid warming high flow sets leaked blood when the connector broke during infusion. This occurred two days in a row. No injuries or medical interventions were reported due to the alleged malfunctions.